Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated with food and her blood glucose went up to 99 mg/dl. The customer stated that she had 64 carbs with 5.2 units of insulin. The customer was advised of the bolus wizard. The customer stated that she had a crazier day by text and could have been the reason for low blood glucose readings.